Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the user observed physical damage on the harmonic ace instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The harmonic ace has been returned and evaluated by the failure analysis team. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade at roughly 0.215¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.